Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - during a follow-up on the (B)(6), it was observed after performing device interrogation and x-ray that all 3 leads were dislodged. A revision was planned for (B)(6) 2014, however, the physician was informed that patient died due to unknown cause on the (B)(6). The device was not returned for interrogation.